Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the dislodgment allegation was not confirmed, lab observations & field report are insufficient to verify dislodgement. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement. The patient underwent surgical intervention to reposition the lead but helix extension issues were encountered. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.